Manufacturer narrative:
The user manual provides instruction that the optical surfaces of the contact piece and the light guide with cannula must not be soiled or scratched, otherwise the laser output power will be reduced. (B)(4).

Event description:
A healthcare professional (hcp) reported that during a transconjunctival cyclophotocoagulation procedure, superficial conjunctival burns occurred at the conjunctiva of a patient's eye. The surgery started with 1800mw and 2500ms laser output power and the doctor gradually increased it to 2500mw and 2500ms. After 7 successfully placed laser spots, superficial conjunctival burns of the conjunctiva occurred. The hcp decided to replace the cpc probe attachment (an accessory to the visulas diode ii). After the surgery resumed, the patient sustained another superficial conjunctival burn. The hcp reduced the laser output power to 2000mw and 2500ms. However, two further laser spots were placed with superficial conjunctiva burn. At this point, the hcp decided to abort the treatment. There are no indications of permanent consequences to the patient.